Event description:
The event occurred on an unspecified date and involved an unspecified "tubing pump IV non dehp prim." Device. An unspecified chemotherapy drug 'went through the blue line and flowed out of the blue valve site at the level of the tubing'. This caused the chemotherapy to spill. There was no report of any human harm. There was an affected quantity of 3 units associated with this complaint.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation because the customer discarded it. The complaint cannot be replicated or confirmed. The lot history could not be reviewed due to no lot number being provided. (B)(6).